Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was losing 4k signal during surgery, potentially indicating that there was a loss of image. There were no reported adverse consequences as a result.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: loose 4k signal during surgery. The probable root causes could be due to a bad or loose cable, a software issue. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was losing 4k signal during surgery, potentially indicating that there was a loss of image. There were no reported adverse consequences as a result.